Event description:
The neurosurgeon reported two pts experienced overdrainage with the osv ii. The neurosurgeon reported typically implanting either a medium pressure novus valve or a delta 1.5 valve. He recently implanted several osv ii valve. He experienced overdrainage complications with two of them. Both were initial implants in pt. One pt had mild nph and one chronically large ventrically large ventricles with episodic symptoms of vertigo that he has treated conservatively for 5 years. When the symptoms worsened, he elected to implant the osv ii. In both cases, the pts were relatively asymptomatic after shunt implant - the slit ventricles and subdural hematomes were diagnosed upon imaging. The pt with large ventricles that went to slit has 1 cm or larger subdural hematome that will probably require intervention - typing off the shunt and drainage of the subdural hematoma, followed by shunt revision. The pt with the small subdural will probably be observed as the fluid collection may resolve on its own. The neruosurgeon indicated the catheters were implanted the way he routinely implants catheters.